Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, a balloon pinhole rupture at the proximal part without blade was noted when it was inflated at 12atm for 10 seconds upon second inflation. The device was removed without any problem by using the normal method. The procedure was completed with a different device. The patient was in good condition post procedure.